Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified. The root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> when use the air / water valve: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge and if the air/water nozzle was flushed with detergent solution. The device was returned and customer allegation was confirmed. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to a crack on scope connector, water tightness was lost. Adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector had a crack. Adhesive around objective lens was peeled. Adhesives around objective lens and light guide lens had white-clouded area. The distal end cover had a crack. Paint on air/water-cylinder and suction cylinder was peeled. Connecting tube had a wrinkle and scratch. Universal cord and universal cord protector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water flow system of the gastrointestinal videoscope exhibited poor air/water supply. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.